Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem ("check therapy pad' messages) was confirmed. Upon investigation, the electrode belt failed a te recognition test. The rear therapy electrode pulse wire solder joint in the distribution node (dn) was broken. The root cause for broken solder joint could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing excessive "check therapy pad" messages.